Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the abdomen on (B)(6) 2026, which is off-label usage of the device. On (B)(6) 2026, it was reported that the patient was sleeping and awoke feeling ill before going to the bathroom, where she vomited. Of note, the patient was using an omnipod 5 pump at the time of the event. The patient reported that she did not receive any high glucose alerts from the dexcom app prior to the event. At that time, the cgm displayed ¿high.¿ the patient subsequently developed diabetic ketoacidosis (dka) and reported being unable to move her arms and legs. At approximately 5:30 am, the patient was transported to the hospital for evaluation and treatment. Upon emergency department (ed) arrival, a fingerstick blood glucose (fsbg) reading was reported as greater than 800 mg/dl and the patient was admitted to inpatient hospitalization. The patient received treatment with IV insulin, IV fluids, and magnesium during hospitalization. During the hospitalization, the sensor was removed. After discharge on (B)(6) 2026, the patient inserted a new sensor upon returning home. The patient reported no ongoing treatment related to the event following discharge and stated she was feeling fine at the time of the call. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect clinical code - movement disorder

Manufacturer narrative:
B1 adverse event and/or product problem- additional. B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the abdomen on (B)(6) 2026, which is off-label usage of the device. On (B)(6) 2026, it was reported that the patient was sleeping and awoke feeling ill before going to the bathroom, where she vomited. Of note, the patient was using an omnipod 5 pump at the time of the event. The patient reported that she did not receive any high glucose alerts from the dexcom app prior to the event. At that time, the cgm displayed ¿high.¿ the patient subsequently developed diabetic ketoacidosis (dka) and reported being unable to move her arms and legs. At approximately 5:30 am, the patient was transported to the hospital for evaluation and treatment. Upon emergency department (ed) arrival, a fingerstick blood glucose (fsbg) reading was reported as greater than 800 mg/dl and the patient was admitted to inpatient hospitalization. The patient received treatment with IV insulin, IV fluids, and magnesium during hospitalization. During the hospitalization, the sensor was removed. After discharge on (B)(6) 2026, the patient inserted a new sensor upon returning home. The patient reported no ongoing treatment related to the event following discharge and stated she was feeling fine at the time of the call. It was reported that an alert/notification settings issue occurred. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.